Event description:
The rep reported the device was used during a laparoscopic tubal ligation. It was reported while using the 578sd the pts uterus was nicked. The nurses in the room stated that "it was no big deal, it was hardly noticable." On 7/17/1998 the surgeon used bipolar to control the bleeding from the uterus. The pt was not opened.